Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown drug via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2018 during a procedure and the patient¿s spinal segment of the catheter was accidentally cut during a spinal fusion surgery. Regarding diagnostics/troubleshooting performed, actions included the catheter was observed for any abnormalities and the doctor reported none. The doctor asked for a revision piece to be dropped off. The collet of an 8785 kit was used to re-attach the two pieces of catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.